Manufacturer narrative:
Upon receipt of additional information, this report was completed under manufacturing report number 0001822565-2017-02151.

Manufacturer narrative:
(B)(4). The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the device fractured on one side when it was being inserted for the final trial portion of the knee arthroplasty procedure. No adverse events were reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.